Event description:
Consumer claims to have had ears pierced with the inverness ear piercing system by a retail vendor on 5/27/98. Shortly afterwards, the consumer sought medical attention and was administered intravenous antibiotics.